Event description:
Surgeon was performing a left total hip revision. During the procedure the surgeon was drilling a hole to place a screw and the drill bit (device) broke. The broken part of the device was irretrievable and remains stuck in the pt's acetabulum. The surgeon does not foresee any adverse affect to the pt for retaining this device.